Manufacturer narrative:
The date of initial implantation is unknown. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016, in order to change their abutment. The implanted device remains.